Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample was provided; however, two (2) photographs were submitted for evaluation. Visual evaluation of the photographs showed lidstock packaging with the reported lot number taped to it, along with a used catheter taped together, also on the lidtstock. The tip of the catheter that was reported to be sheared could not be seen in either photograph provided. Based on visual findings, the reported defect was not confirmed. Further investigation of the complaint is not possible. The actual defective device is a valuable tool in investigating the cause of this incident. In the future, if this incident occurs again, please retain the sample so that a complete investigation can be performed. B braun kits are packaged according to blueprint specifications while inspecting for any defects or deviations from drawing (e.g. Embedded particles, dirt, missing or incorrectly assembled parts, etc.). In addition, there are incoming, in process and final functional inspections performed during the manufacturing of components and finished good items. User should refer to instruction for use (IFU) which states, "warnings: do not apply excessive force during needle advancement. Do not utilize needle if it bends or tip becomes damaged. Needle with damaged tip increases the risk of intrathecal or intravascular placement. If resistance is felt during advancement of the needle, carefully correct the orientation of the needle but never apply excessive force. Following puncture and verification of the epidural space, introduce catheter tip through epidural needle using the thread assist guide. Caution: do not withdraw catheter through needle because of the possible danger of shearing or kinking. Insert catheter to desired depth. Precaution: advancing the catheter more than 5 cm past the needle tip may increase the likelihood of kinking or knotting. If the catheter becomes difficult to withdraw, consult standard textbooks for specific techniques." A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. Further review of the problem description determined that the event does not represent an adverse event resulting from the catheter breakage. Therefore, the MDR is being updated to reflect that this report pertains to the malfunction that occurred. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: per customer: "the issue is the suction catheter tube. The tube came with a tip, this was inserted in the patient, but when pulling the tube from the patient there was not tip. The tip of this happen to come off inside the patient. They have done cat scans, and x-rays on the patient to see where this may have gone, but they have not located the tip. They will be monitoring the patient for this reason.".

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample was provided; however, two (2) photographs were submitted for evaluation. Visual evaluation of the photographs showed lidstock packaging with the reported lot number taped to it, along with a used catheter taped together, also on the lidtstock. The tip of the catheter that was reported to be sheared could not be seen in either photograph provided. Based on visual findings, the reported defect was not confirmed. Further investigation of the complaint is not possible. The actual defective device is a valuable tool in investigating the cause of this incident. In the future, if this incident occurs again, please retain the sample so that a complete investigation can be performed. B braun kits are packaged according to blueprint specifications while inspecting for any defects or deviations from drawing (e.g. Embedded particles, dirt, missing or incorrectly assembled parts, etc.). In addition, there are incoming, in process and final functional inspections performed during the manufacturing of components and finished good items. User should refer to instruction for use (IFU) which states, "warnings: do not apply excessive force during needle advancement. Do not utilize needle if it bends or tip becomes damaged. Needle with damaged tip increases the risk of intrathecal or intravascular placement. If resistance is felt during advancement of the needle, carefully correct the orientation of the needle but never apply excessive force. Following puncture and verification of the epidural space, introduce catheter tip through epidural needle using the thread assist guide. Caution: do not withdraw catheter through needle because of the possible danger of shearing or kinking. Insert catheter to desired depth. Precaution: advancing the catheter more than 5 cm past the needle tip may increase the likelihood of kinking or knotting. If the catheter becomes difficult to withdraw, consult standard textbooks for specific techniques." A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.